Event description:
Information was received indicating that this cadd ms3 pump over delivered. The patient reported that pump gave an alert 4 hours before the expected mix time. It was reported that this is the second time this event occurred. The patient switched to the back-up pump after reported event. No patient adverse effects were reported. .

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Investigators was unable to duplicate the customers stated problem. The device ran for an extended period with no problems occurring. The pump delivered and operated properly and no problems found.